Event description:
(B)(4).

Manufacturer narrative:
The additional info states that the ventilator alarmed when the pt became extubated. The ventilator was investigated by the facility. The only part that was broken during the event was the drawer kit. The investigation of drawer kit has not been necessary. The drawer kit consists of 2 drawers and is mounted on the mobile cart which is designed for carrying the user interface, the pt unit, the pt's breathing system and all required optional equipment. The drawer have a mini-latch for opening and locking. When opened the drawers are pulled out horizontally. The reported ventilator tip over was caused by the bed movement lifting the drawer that had been left open and it is attributed to user error. (B)(4).